Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine generator change. During the procedure, the implantable cardioverter defibrillator exhibited a connector anomaly causing difficulty removing the lead from the connector. The physician elected to remove the header of the device with bone cutters. This was performed without adverse event. The patient was stable throughout the procedure and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of a connector anomaly could not be confirmed.